Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken slightly below the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. The root cause of this failure is typically attributed to mishandling/misuse. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument broke and fell into the patient¿s cavity while removing the myoma. The customer was not able to locate the fragment, so they converted to an open procedure. Using a c-arm and portable x-ray, the broken tip was found near the liver and retrieved during the same procedure. The procedure was delayed for about 1 hour and 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the tip of the harmonic ace instrument broke after using for about 30 minutes. The surgeon could not locate the fragment, so they converted the procedure to open to retrieve it. There were no intra-operative or post-operative complications identified. All the fragment was retrieved and confirmed with visual inspection. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the issue to occur as the instrument did not collide with any hard materials or other instruments. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient was under anesthesia at the time of the event and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed without any harm to the patient. According to the surgeon, this event did not otherwise impact the procedure and patient¿s health and there was no concern about the procedure delay causing any long-term complications with the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument broke and fell into the patient¿s cavity. The surgical procedure was converted to open and delayed by greater than 30 minutes to retrieve the fragment. Based on the claim against the product by the customer noting broken tip, an investigation was conducted to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned but was not received as of the date of this report. If additional information is obtained, a follow-up MDR will be submitted. The probable root cause of a broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This is considered a reportable event due to the following conclusion: the tip of the harmonic ace instrument broke and fell inside the patient during a da vinci assisted procedure. The surgical procedure was converted to open and delayed by greater than 30 minutes to retrieve the fragment.